Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery twice due to empty reservoir, as well as another error alarm. The blood glucose reading was 82 mg/dl. The customer stated that he ran out of insulin, received the no delivery alarm, and suspended the device. About 40 seconds later, he observed a screen that was mostly blank. After resetting the date and time, the customer was able to change his infusion set. The customer was able to clear the alarms and rewind the insulin pump. All programming was found to be correct. Nothing further reported.